Manufacturer narrative:
This modifications/additional information reported have been recognized during the check of a complaint on the same patient involved in this case and reported per MDR 005180920-2025-00052. Additional information: involved liner: batch review performed on 17 februray 2025: lot: 2400595: (B)(4) items manufactured and released on 19-apr-2024. Expiration date: 2029-04-07. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without similar reported event during the period of review. Corrections: the liner lot: 2335876 reported in the initial MDR: (B)(4) was not part of this complaint. Devices implanted on (B)(6) 2024 (6.a.).

Event description:
The patient had a primary shoulder surgery on (B)(6) 2024. On (B)(6) 2024, the patient came in reporting pain due to a dislocation of the liner from the glenosphere. The surgeon revised the liner and the surgery was completed successfully. On (B)(6) 2024, the patient came in reporting pain due to a dislocation of the liner from the glenosphere. The surgeon revised the liner and the surgery was completed successfully. Presently, on (B)(6) 2024, the patient came in reporting pain due to a dislocation of the liner from the glenosphere. The surgeon revised the glenosphere and liner. The surgery was completed successfully.

Event description:
At about 3 months after the primary, the patient came in reporting pain due to a dislocation of the liner from the glenosphere. The surgeon revised the glenosphere and liner. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 17 september 2024. Lot 2335876: (B)(4) items manufactured and released on 01-dec-2023. Expiration date: 2028-11-15. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with another similar reported event during the period of review. Addiitonal implant involved. Reverse shoulder system 04.01.0279 sensitin lat. Glenosphere 39xø24.5 (k203755) lot 2302405: (B)(4) items manufactured and released on 24-may-2023. Expiration date: 2028-05-10. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with two other similar reported events during the period of review.